Event description:
I purchased an eye care product I believed was "eye/contact saline solution". The name of the product was clear care triple action cleaning for soft and rgp contact lenses, by alcon. This product was on the same shelf and directly next to the eye saline solutions. I tried this because it was on sale. I discovered that it wasn't saline after I cleaned my contact in my hand and proceeded to put it in my eye. I immediately had severe burning and started splashing water in my eye. My eye turned dark red and was swelling. I couldn't see or feel my contact and I thought it went down the drain. After a couple of minutes I realized the contact was stuck (like glue) to my eye. My daughter gave me her saline and I continued to flush my eye and the contact loosened up. I tried looking at my eye lens closely and I saw what appeared to be tiny blisters on my lens. I grabbed the box I bought to find out "what I bought"! There was no warning on the front of the box to indicate that this product was not for direct eye contact! I feel I was totally misled by the packaging and placement in the store! I felt confident that I was purchasing regular saline solution and never gave it a second thought. When I opened the package to use this product, I wasn't wearing my glasses or contacts because I was getting ready to clean my contacts and put them in my eyes - like I've done for the last 30 years! I went to the urgent care and they investigated my eye and gave me a prescription. I'm following up with my eye doctor today. I think it's terrible that a warning did not appear on the front of the box! When consumers are shopping, this is the area we are looking at, especially when products are budded up right next to each other! The placement of this product in the store needs to be totally removed or changed for the safety of the consumer. I've come to find out that I'm not the first person this has happened to and the product is still being sold the same way and in the same location. I believe people are being set up to have the same outcome as myself! No one should have to experience what I went through. The pain and light sensitivity is terrible and I may have permanent eye damage. Something needs to be done! This would have been totally avoidable if the warning was on the front of the box and not placed directly next to the product I thought I was buying! Reason for use: clean and insert eye contact. Is the product compounded: no. Is the product over-the-counter: yes. Event abated after use stopped or dose reduced: no.